Event description:
Using medichoice cautery cordless for evacuating a right middle finger subungal hematoma, cleansed finger with salt water and betadine. Blue pad placed under patient's hand on bedside table, holding 4x4. Using cautery a nail when flame immediately arose and blue pad caught fire . No harm to patient. Examined cautery-no visible fault seen.